Manufacturer narrative:
The manufacturer did not receive the device for investigation, but it is mentioned by complainant that it will be provided. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
An implantation surgery was planned with a biolox delta head, 12/14, 32 x +7, on (B)(6) 2014. During surgery, it was reported that the implant was making a funny noise when opened. It was reported that the sales representative noticed a damage to the inside of the packing and instructed the technician and the surgeon that the product was compromised and could not be used. It was reported that the surgeon ended up using a cocr 12/14 head in place of the biolox head.